Event description:
Philips received a complaint by the customer on the v60 indicating that the device shuts down or restarts unexpectedly. The device was in clinical use at the time of the event. However, the biomed did not report any adverse outcomes to patient care or therapy. The device in question has been removed from service. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse stated that a field service engineer (fse) will need to go to the site and implement a field change order that could fix the device. The customer complied and onsite service was dispatched to the customer's site. A field change order was implemented to solve the reported issue. The fse replaced the power management board to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required currently. If additional information is received the complaint file will be reopened.